Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that twelve rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvment.

Manufacturer narrative:
(B)(4). Lot numbers of the complaint devices are from lots 2101613663 and 2101605417. We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4: lot numbers of the complaint devices are from lots 2101613663 and 2101605417. Method: the complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and leak tested. Results: visual inspection of the complaint rt380 adult dual heated evaqua2 breathing circuits revealed no damage was found to any of the breathing circuits. The leak test also revealed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in ireland reported via a fisher & paykel healthcare (f&p) field representative that twelve rt380 adult dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvment.